Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular capture threshold was increased along with a decrease in sensing and impedance. The physician suspects the cause is related to fibrotic tissue around the lead tip. The lead remains implanted and the electrical trend will be monitored. The patient was stable with no adverse consequences.

Event description:
During follow-up, increased capture threshold, loss of capture, variable sensing and intermittent undersensing was observed on the right ventricular (rv) lead due to dislodgement. The physician elected to reprogram the device to resolve the issue. The patient was in stable condition and experienced no adverse health consequences.